Event description:
Boston scientific received information that an increase in shock lead impedances were noted on this right ventricular (rv) lead. The highest value noted was 116 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Approximately one year later, we received new information via an alert that shock impedance measurements had risen and were out of range at a value greater than 125 ohms. Pacing impedance remained stable, however there was a small rise of approximately 50 ohms at the same time as the shock impedance increase. There was no evidence of inappropriate non-sustained events or other stored electrogram's indicating noise on the lead at this time. The local area sales representative was inquiring how to prevent further alerts from occurring. Boston scientific technical services (ts) discussed. No further action has been taken at this time.